Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patient's death. Guidant has information that patient passed away 3 days after implant, 15 minutes after arriving home from surgery.